Event description:
Attorney reported: in 2003, the patient underwent a recurrent incisional hernia repair procedure with placement of a non-recalled composix kugel mesh patch. In 2005, the patient had a recurrent incisional hernia repair procedure with another non-recalled composix kugel mesh patch placed. The previously placed composix kugel mesh patch was explanted at this time due to migration and injury. In 2006, the patient underwent surgery to explant the non-recalled mesh patch, due to infection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-00026 for information related to the composix kugel mesh implanted in 2005.